Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer sales box had water damage (extrinsic). There was an issue observed with the inner/sterile package. There was an issue observed with the package contents. The packaging was extrinsically damaged. There was an issue observed with the shrink wrap. The analyst noted the full lead was returned in its unopened outer packaging which was returned water damaged. The lead serial number was (B)(6) with a use by date of 2027-01-23. The outer wrapper was not breached. The seal on the box was intact and not breached. The outer packaging was wet and damaged. There was water marks on the label on the outer packaging of the lead. The inner box was wet with water marks on the inside and the literature was wet also. The label of the inner tray was wet with the seal intact and not breached on the inner tray. The lead and the contents on the inner tray were unaffected by the water/moisture outside of the inner tray and remained dry. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon opening the packaging, there was water damage on the box of the lead. It was noted that the water soaked through the box and potentially compromised the sterility of the lead. There was no patient involvement.

Manufacturer narrative:
Corrected: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.